Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on 08/15/2023, treating a target lesion in the left superficial femoral artery (sfa). Pre-dilatation was performed using a 5.0x20 mm armada 18 dilatation catheter and distal thrombus embolization was noted in the deep femoral artery, a non-target lesion. Lysis, arterectomy and thrombectomy were performed to treat the thrombus embolization. The stenting procedure continued with implant of a 7.0 x 150 mm absolute pro ll stent, a 7.0 x 60 mm absolute pro ll stent and a 7.0 x 140 mm non-abbott stent. The adverse patient effect resolved the same day. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown as the part/lot number were not provided. Product performance engineering reviewed the incident information; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of embolism and thrombosis are listed in the armada 18 instruction for use as known potential adverse events associated with the use of the device. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.